Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump had an error code 23007 (ph system heartbeat failure) and the pump shuts off. This occurred in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "beeping loudly shuts off 23007" was not reproduced. A review of the event history log revealed multiple "se 23007" messages. The report of unintended shut down was not confirmed during analysis and in the event history. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition could not be determined. Based on review of the event history the use shut the device down after the failures occurred. Should additional relevant information become available, a supplemental report will be submitted.